Manufacturer narrative:
The triglycerides reagent lot number is 908595, and the expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of a questionable high triglycerides result from the cobas c 503 analytical unit for one patient. The initial result was 8.55 mmol/l, without dilution. The repeat result was 8.47 mmol/l, without dilution. A repeat result with a dilution of 1:20 was 55.5 mmol/l. A second sample was collected and the initial result was 9.66 mmol/l, accompanied by a data flag indicating a reaction absorbance issue. The repeat result using a decreased sample volume, the result was 42.2 mmol/l. The repeat result with a dilution of 1:3 was 39.7 mmol/l, accompanied by a data flag. Another repeat result using a decreased sample volume was 42.2 mmol/l. The customer alleges that the initial result of 8.55 mmol/l from the first sample was missing a data flag.

Manufacturer narrative:
Calibration attempts frequently failed. The alarm trace report displayed 51 alerts over 30 days, mainly abnormal aspiration and sample short errors. These are consistent with poor pre-analytical handling. The investigation determined that there are handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. The investigation was unable to determine a direct root cause. The system showed measurements within the expected ranges, offering no definitive performance fault.